Manufacturer narrative:
Analysis found overheating was confirmed with t1: 87.6c and t2: 104.3c and error code 15 was observed. The device stopped operating. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that intra op, the device was overheating and showed error code 15. There was no patient impact. Upon follow up, additional information received suggests that the device took more than a minute to overheat.